Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of an extended life pd transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy; further described as ¿during the exchange of dpca¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection using the naked eye was performed which revealed a separation between the female connector and the main body. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.